Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set needle was bent and had high blood glucose event which was treated by manual injection on (B)(6) 2026.the symptoms was muscle weakness, chest pain.